Manufacturer narrative:
Heartware vad is used for treatment not diagnosis. Controller (B)(4) was returned to the manufacturer for evaluation. The controller failed functional test due to no audible alarm for power disconnection. Review of the log file revealed multiple power loss event on the event date. The root cause for the reported no power event can be attributed to the user inadvertently removing both power sources. As a result of this event it was also evident that the "no power" alarm was inoperable. The root cause for the failed no power alarm was found to be a depleted nimh battery. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that, the patient experienced a loss of power in the ventricular assist device. Leading up to the event, the patient had the controller connected to a car power adapter and a battery power source. At the time of the event the car had just been turned off, at which time the patient inadvertently disconnected the battery instead of the car adapter causing the patient to lose consciousness. The caregiver was notified and on arrival connected two batteries resulting in the pump restarting successfully and the patient regaining consciousness. It was further reported that, during the event, the controller had failed to alarm in addition to failing to record any alarms since 2013. It was reported that the alarm adapter was not connected to the controller. The facility performed a controller exchange. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event